Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The down arrow button did not respond due to corroded keypad trace. The insulin pump was received with cracked display window, cracked case at the display window corners, cracked reservoir tube lip.

Event description:
It is reported that customer received a button error alarm. Customer's blood glucose level was 174 mg/dl. Advised insulin pump would be replaced. No additional information is provided.